Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10 and h3. Additional information/correction: h6. H10: the device was received for evaluation. Visual inspection revealed a hole in the tubing. Pressure testing and clear passage under water testing were performed and revealed a leak due to the hole in the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set presented leakage through the line. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.